Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a crack was found in the bd connecta¿ multiflo¿ 3-way multiple infusion manifold during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected the infusion set to pump the medicine into the patient's static point, and the connecta crack was found during the infusion process, and it was replaced immediately without causing other consequences."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9038519. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Damages as described within the customer feedback, do not typically occur from the production process. The appearance of cracks typically result when the product has been used together with a lubricant solution or an infusion with a high ph value. These solutions can stress the formulation of the product. If excessive force is used when connecting the product or if the product is used for over twenty-four hours, cracking may occur. Per the instructions for use, the user should avoid over tightening the connection, check connections regularly, change the stopcock every seventy-two hours, or change the stopcock every twenty-four hours depending on the type of infusate used.

Event description:
It was reported that a crack was found in the bd connecta¿ multiflo¿ 3-way multiple infusion manifold during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "connected the infusion set to pump the medicine into the patient's static point, and the connecta crack was found during the infusion process, and it was replaced immediately without causing other consequences".